Event description:
Attorney alleges that the patient experienced an overdose with the infusion of dilaudid. Attorney alleges that the patient previously had a trial intrathecal injection of morphine sulphate at the rate of 1mg per day, which was successful with "100% pain relief." Attorney alleges that following permanent implant of the pump, procedure notes indicated that the pump was filled with morphine sulfate and programmed to deliver 2mg per day. However, the attorney alleges that the pump was filled with dilaudid, not morphine sulphate, and an infusion rate of 2mg per day was selected. The next day, the patient was found unresponsive at home, and was rushed to the hospital. The drug was aspirated and emptied from the pump, and the pump was refilled with saline. Attorney alleges that "notwithstanding emergent care and treatment by a host of healthcare providers and specialist", the patient "suffered irreversible anoxic brain damage and multi-organ failures." The attorney alleges also that the patient experienced "other medical problems and conditions which required further hospitalization and medical care and treatment."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).